Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 600 mg/dl at the time of hospitalization and at the time of incidence was 600 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with syringe, intravenous fluids and potassium. Customer took bolus using the insulin pump because blood glucose was 360 mg/dl. Customer also stated that insulin pump had insulin flow block alarm. The insulin pump will not returned for analysis.